Event description:
This patient has a history of left breast cancer status post (s/p) neoadjuvant chemotherapy, radiation, and right prophylactic mastectomy and bilateral breast reconstruction with tissue expanders. An implant was used to replace a tissue expander. The surgeon observed gel protruding out of the silicone pocket and determined the implant had ruptured. A replacement was obtained. No reason for the rupture could be identified.